Event description:
It was reported that they experienced a high blood glucose of 22.6 mmol/l. Customer's current blood glucose was 16.7 mmol/l. The customer was not alleged the insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.